Event description:
Report received of a user error in programming, resulting in an overdelivery of morphine. The pump was programmed to deliver morphine 1mg/ml, with a 2mg loading dose, a continuous rate of 1mg/hr, and an unspecified bolus dose with a 10-minute patient lockout and a 20gm 4-hour limit. The patient was received on the medical-surgical unit from surgery around 12:00pm on the day of the event with the morphine infusing. On the following evening, the patient was vomiting and reportedly was nauseated and felt "weird". At the time, the nurse discovered that the pump was programmed to deliver at a continuous rate of 20mg/hr, not the intended 1 mg/hr. It was reported that the 4-hour limit set at 20mg was functioning properly; therefore, the patient never received more than 20mg in a 4 hour period. No medical interventions were required. The pump was reprogrammed correctly and the patient remained on the pump. Though requested, no further information was available.